Event description:
Subsequent to the previously filed report, additional information received: besides the thin posterior leaflet, there was no other challenging anatomy observed. It was not thought that the deteriorating echocardiogram images contributed towards the clip becoming caught in the chordae. There was no unexpected movement/steering of the clip delivery system (cds) during positioning and there was no substantial clip arm orientation adjustments made. The physician does not feel that the cds contributed to the clip becoming caught in the chordae. In order to try to remove the clip from the chordae, the physician tried to back-track the movements of the device. Trying to grasp both leaflets with the clip at the same time as well as obtaining a satisfactory reduction of the mitral regurgitation grade was the cause of the more than three hours that was needed to place the clip. During the functional testing of the cds prior to the procedure, there was no issues with the grippers. During the procedure, there were no issues with the grippers prior to the reported inability to raise them. It was not known the number of times the grippers were actuated or if the gripper lever was forcefully retracted and how far it was pulled back. There was no resistance noted by the physician when the gripper lever was retracted. There were no extreme curves on the steerable guide catheter (sgc) or cds during the procedure. The gripper lines were inspected for knots/twists prior to the removal as per the instructions for use (IFU), but not specifically thorough. There were no knots evident in the gripper line. No additional information provided.

Manufacturer narrative:
(B)(4). The clip was returned and there was no external damage to the cds. No actuation on the gripper arms was noted, therefore, the gripper actuation issue was confirmed. The gripper line was broken in two pieces and the full length of gripper line was accounted for. No resistance was noted removing both pieces of the gripper line. This confirms the reported gripper actuation issue and the gripper line break. The broken ends of the gripper line were inspected under the microscope and showed evidence of necking, and was likely broken as a result of tensile forces. A snare was inserted through each gripper line lumen and no resistance was noted during insertion and retraction of the snare, which indicates that the gripper line lumens were unobstructed and undamaged. The dc radiopaque ring was examined under the microscope, and there was no evidence of burrs or sharp edges on the gripper line lumens which may have resulted in the gripper line break. Evaluation summary: potential causes for difficult to open or close (gripper actuation issue) and gripper line break, can be caused by, but are not limited to, manufacturing anomalies (kinked/bent/damaged gripper line), patient morphology, user technique and procedural conditions (procedural circumstances influencing the ability to actuate the grippers). With respect to patient conditions, procedural conditions and/or user technique/procedural handling , the reported gripper actuation issue and gripper line break, may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device applied to the device, frequent raising / lowering of the grippers, retracting the gripper lever too far resulting in damage to the grippers, or introducing knots on the gripper line resulting in gripper line break and gripper actuation issue. In this case, it is possible that the cycling of the grippers for more than three hours, or inadvertent handling of the grippers, caused slack on the gripper line resulting in the grippers being unable to be raised, and upon pulling directly on the gripper line, the gripper line broke. Therefore, based on the information reviewed, the reported gripper actuation issue and gripper line break appears to be related to procedural conditions/user technique and not a product quality deficiency. With regards to the reported difficulty grasping both leaflets into the clip, the noted thin and degeneration (pathology) of the leaflet and the suboptimal echocardiographic images were likely contributory to the reported difficulty. Based on the information reviewed, the reported clip becoming caught on the chordae and leaflets, resulting in difficulty removing the cds appears and the difficulty grasping the leaflets appear to be related to patient/procedural conditions and not a product quality deficiency. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that in this incident the patient was a high risk candidate due to advanced age, renal dysfunction and severe functional mitral regurgitation (fmr). The second clip was positioned at the p2/p3 commissure, which is an anatomic location that increases the risk of chordal entanglement as the chordae attach at the commissures of the mitral valve. The clip was removed from the anatomy and the patient expired post procedure secondary to fever and anuria. On autopsy the leaflets were found to be degenerative and thin, which is not consistent with the initial diagnosis of fmr. The pathology of the leaflets was contributory to the tear recognized in the posterior leaflet, as multiple grasping attempts were made due to the suboptimal imaging, and the tear was secondary to the degenerative leaflet pathology. Neither patient effect was reflective of a device deficiency or malfunction. The difficulty with grasping the leaflets is secondary to the suboptimal echocardiographic images. The difficulty is not associated with a device deficiency or malfunction. The pulmonary edema is attributed to the lengthy mitraclip procedure and is also related to the patients high risk status and poor underlying clinical condition. Additionally, the increased mr is likely associated with the tear in the posterior leaflet which is not associated with a device deficiency or malfunction but the degenerative pathology of the leaflet is contributory. The anuria is not associated with the device or procedure but attributed to the underlying renal dysfunction that was a preexisting condition. The death is not attributed to a device deficiency or malfunction but associated with the underlying high risk status of the patient. A review of the device history record revealed no non-conformances for the lot. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effects of tissue damage (mitral valve injury), worsening mr, edema, fever, infection and death are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. Although a definitive cause for the reported fever, infection, pulmonary edema and death cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Event description continued: an autopsy was performed and the following conclusion was made: the posterior leaflet seemed thin with some degeneration. One of the attempted grasps had most likely caused a tear in the leaflet. The initial clip was nicely attached to the leaflets. The physician concluded that the procedure contributed to the worsening of the patient condition, increase in mr grade (from 3-4 to 4), increase in right sided pressure and pulmonary edema. The patient also had a post procedural infection with high fever and anuria. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, mitraclip (x1). The device was received. Investigation is not complete. A follow-up report will all additional relevant information.

Event description:
This report is filed as the clip became caught in the chordae and the gripper line broke. Post procedure, the patient expired and, per the physician, the mitraclip procedure was a contributor to worsening of the patient condition. It was reported that due to the patient's high age, renal dysfunction and functional mitral regurgitation (mr), the patient was not selected for surgery; therefore, a mitraclip procedure was performed on (B)(6) 2014. During the procedure, one clip was implanted. As the mr grade did not change, another clip was prepared for use. During the attempt to place the clip in the largest residual jet in the p2/p3 commissure, it became entangled in the chordae and leaflets on several occasions. After more than three hours of attempting to place the clip, it was discovered that the grippers were down even though the gripper lever was pulled back. The gripper line cap was removed and when pulling directly on the gripper line, no resistance was felt and the gripper line could be pulled back without moving the grippers. The gripper line broke. The clip was closed and removed through the steerable guide catheter. As the procedure was lengthy, the echocardiogram images were far from optimal as they were deteriorating during the procedure. The physicians suspected the presence of a cleft. It was decided to abort the mitraclip procedure and refer the patient to surgery at a later time. Post procedure the patient's condition was initially stable but soon declined as pulmonary edema with right sided pressure, infection, high fever and anuria developed. On (B)(6) 2014, the patient expired.